Event description:
On (B)(6) 2013, the patient contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the pump has no audible sounds. The patient also stated that when she locks the pump no audible sounds are heard. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's audible tones function was unresponsive. The pump case was opened and a failed electrical connection was found in the audible alarm circuit. The contacts were found to be misaligned. The contacts were realigned and the audible sound responded properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.